Event description:
It was reported that the patient received a patient notification due to post-paced t-wave oversensing. Non- sustained lead noise was observed. The patient did not receive therapy. The oversensing was noted on a stored nsln egm. Device programming options were recommended. The device remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.